Manufacturer narrative:
Failure analysis revealed that all operating currents are within specification. The insulin pump passed the self test. No unexpected blank display noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Event description:
It is reported that the patient's insulin pump has physical damage which has caused a loss of display on the screen. The patient's blood glucose level is 150mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.